Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: during intubation when the doctor was withdrawing the stylette out of the trach tube, a piece of plastic from the distal end remained in the trach tube. There was no pt injury but the pt had to be re-intubated. Pt current condition is fine.